Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the implanted device was turning on and off. A ¿?¿ mark error displayed on the remote. No further complications were reported or anticipated.